Event description:
An endoscopy center alleged that a patient's husband had wiped her right eye with a caviwipe xl following a procedure and the patient had experienced a reaction with symptoms of redness and irritation.

Manufacturer narrative:
The patient's eye began to sting after having been wiped with the caviwipe. The office flushed the patient's eye with water for fifteen (15) minutes and applied a cold compress. The patient reported that she had sought further medical attention from a doctor at an urgent care facility and was prescribed eye drops; however, the name of the prescription and the exact diagnosis could not be recalled. The patient reported that the symptoms subsided and she had fully recovered. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, no evaluation can be conducted. The product was used in a manner which is contraindicated per the labels instructions for use which state "avoid contact with eyes, skin, or clothing." A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot number.